Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The illuminator was analyzed and the reported failure was replicated. The unit was installed into a printed circuit assembly (pca) test system and failed to power up with errors 297 along with 48238 displayed on the vision side cart (vsc) touchscreen. It was also observed that the unit had one bad fuse, dusty fans, and no lamp module inside. The complaint was confirmed based on the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the illuminator to resolve the issue. The system was verified and ready to use. Isi has received the illuminator involved with this complaint; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the vision side system (vss) had error 297. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse advised the customer on preparing another illuminator and removing the system cable from the illuminator. The customer decided to continue the procedure by using the other illuminator. The procedure was completed with no reported injury.